Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing itchiness around the electrodes. Patient reported no rash, just dryness. Patient additionally reported swelling about the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was prescribed skin protectant cream by a physician. Follow up indicated that the skin irritation has improved.